Manufacturer narrative:
The device was received for evaluation. A visual inspection noted that the downstream occlusion (dso) seal was bubbled. Event history log review revealed that there were ¿high alarms displayed: downstream occlusion¿ which pointed to a fault dso sensor. Functional testing and visual tests were conducted with the returned device. The customer problem was not duplicated but the issue was identified during ehl inspection. The root cause of the problem was found to be a faulty dso sensor. The service history review identified there was an indication that the complaint may be related to a service of the device within the review period. The dso sensor will be replaced.

Event description:
It was reported that the device exhibited occlusion alarms. There was unknown patient involvement.